Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode remotely via merlin.net, the patient was brought into the clinic. No further information could be obtained.